Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported patient very restless on the table and radial access was lost so bilateral groin access was attempted, but anatomy made it too difficult. Additionally, there was left groin dissection from impella sheath. The sheath and device were removed, and a covered stent was placed. Physician decided to proceed with intervention through right groin.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.